Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that dirt or foreign matter on the electrical contacts caused a temporary electrical contact failure leading to no image. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has yet to be returned for evaluation. However, if additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the olympus hd camera head would not power on. This consequently would mean that no image on the device would appear. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.